Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. Customer declined a replacement. Most likely underlying root cause of malfunction: strip issue. Note: manufacturer contacted customer on 3/19/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer stated her condition had improved and she was not currently having any diabetic symptoms. The customer stated no medical intervention was received since the last call. The customer stated the meter is working as designed.

Event description:
Consumer reported complaint for lo blood glucose test results. Customer called back after receiving a new replacement meter stating that the new meter was still giving error messages. While troubleshooting during the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 83 mg/dl and lo using truetrack meter. The customer is concerned with tests results from results obtained of lo and 83 mg/dl. The customer's expected fasting blood glucose test result range is 60 - 70 mg/dl. During the call on (B)(6) 2017, the customer stated she was weak and tired. Customer was advised to seek medical attention but declined. Customer stated she would eat and she would feel better. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/22/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer called back after receiving a new replacement meter stating that the new meter was still giving error messages. Attempted to trouble shoot meter, customer states that she was having symptoms of low blood sugar. Ran a control solutions test, meter was reading within range. Ran a blood test, result was 83 mg/dl fasting, and the second reading was lo. Customer was feeling weak and tired at time of call. Offered to replace products, customer denies.